Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Friend/family member reported the patient had been on antibiotics and had severe diarrhea for several days. No further complications reported/anticipated.